Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No rewind anomaly was noted. A loose drive support disk was noted. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
Customer's mother reported via phone call that insulin was squirting out during manual prime. Customer's blood glucose was 325 mg/dl. During troubleshooting, caller reported that insulin continued to drip after letting go of act button. Caller states that drive support cap was flushed. Caller was not able to successfully prime set. Caller was advised that insulin pump would need to be replaced as priming was taking too long. Caller also reported that customer was hospitalized about a month prior to call due to bent cannula, but would call back with details.